Manufacturer narrative:
Date of report : 04jun2019, date rec¿d by MFR : 03jun2019. A gas delivery system (gds) assembly was return for analysis. An investigation was performed and the root cause was due to air flow sensor caused by u1 drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09may2019. (B)(4). The medical device representative performed troubleshooting and confirmed the reported issue. It was confirmed the measured oxygen concentration was 95.4% when the setting was 100%. The service technician replaced the flow sensor to address the finding and the issue was resolved.

Event description:
It was reported by the service technician that the device failed oxygen accuracy testing (the oxygen flow was out of specification). There was no patient involvement.